Event description:
The pt experienced a loss of function in the lower extremities. The pt was diagnosed with an inflammatory mass. The pt was admitted and was going to have surgery. The device system was used to deliver dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.